Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the stimulation was turning off when the pt went to the warehouse store. It was felt that the event was caused by the walkie talkie that the pt used to communicate in the store, which the pt kept in his breast pocket over the device. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See MFR report # 3004209178201008467 regarding the second device.